Manufacturer narrative:
Additional information: h3, h6. H10: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected and some fluid that leaked out the transfer set was observed. In the one photograph it shows at least one of the occlude feet was broken. The reported condition was verified. The broken occlude feet is the cause of the leakage with the twist clamp in the closed position. The cause of the broken occude feet could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp closed. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.